Manufacturer narrative:
Lead: model 3778-60, lot #v800832011, implanted: 2011 (B)(6), explanted: na. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).

Event description:
It was reported that the patient experience shocking or jolting sensation and muscle spasms in both legs. The stimulation was only used to treat the right leg. Symptoms occurred following exercise. The patient began walking about 3 weeks ago. Patient had pain but "ignored it" and thought it would get better. At the time of the report the patient had pain in bilateral lower limbs. The pain was different than the pain she had experienced before.

Event description:
Additional information received reported no intervention or hospitalization was required. The cause of the event was unknown. The patient outcome was reported as no injury.